Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. Functional testing was performed and passed. The log was downloaded, and it passed. The allegation was undetermined. The probable cause could not be determined as the reported allegation was not found. No injury or medical intervention was reported.